Event description:
It has been reported to the manufacturer by kc sales that a catheter became separated during suctioning. When suctioning the pediatric pt, the tubing inside the sheath of an in-line 6 fr. Suction catheter became disconnected and when pulling back tubing inside the sheath it didn't come back. It remained in the et tube. The pt's saturation and heart rate decreased. The caregiver had to pull the catheter out with their fingers. There was no report of serious injury or death as a result of this product. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The incident device has not yet been returned for eval. Without a lot number, the device history record could not be reviewed. Investigation is in-process. A follow-up report will be provided if add'l relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.